Manufacturer narrative:
(B)(4). Method: the 900rd009 gas supply line was returned to fisher & paykel healthcare (fph) (B)(4) for investigation, where it was visually inspected. Results: visual inspection of the returned gas supply line revealed that the flexible tubing of the complaint gas supply line was almost completely torn away from its connector. A lot check was not performed as lot information was not provided. Conclusion: the neopuff gas supply line is a reusable device and consists of flexible tubing with a plastic connector at one end. The plastic connector fits to the inlet port of the neopuff. Removal of the gas supply line from the neopuff inlet port is normally achieved by clasping and pulling the plastic connector away from the inlet port. If removal is attempted by pulling on the gas supply line tubing instead, it could lead to weakening and tearing of the reusable tube at the tube-connector interface after multiple reuses. The neopuff infant resuscitator user instructions state the following: prior to every use of the neopuff, the user is to ensure that the device is functioning correctly and that the peep cap is adjusted to the desired peep level. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby.

Event description:
A hospital in (B)(6), reported that the gas supply tubing used with the neopuff infant resuscitator was broken. No patient involvement was reported.